Manufacturer narrative:
The reported complaint of battery data reading issue was not confirmed. The device was received with no telemetry due to low battery voltage level. The device was tested by installing new battery and no anomalies were noted other than battery voltage was at end of life (eol) level. The battery depletion was found to be normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for device changeout procedure, the device check data could not display the battery readings. The device check was performed on (B)(6) 2019 before the recent check on the day of procedure. The data from (B)(6) 2019 exhibited battery longevity of 0.25 year. The battery depletion was normal but very low battery level was predicted on pre- procedure device check because of which it could not display the readings. The device was explanted and replaced. The patient was stable.